Event description:
It was reported patient underwent a left hip revision approximately 10 years post implantation due to metallosis. During revision, dysvascular tissue in the hip joint was resected. The femoral head was replaced with a dual mobility 46 mm bipolar type head without difficulty. There were no complications, and the patient tolerated the procedure well. No additional information on the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown 6 mm mallory head standard stem size 10-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 03126. Reported event was confirmed via medical records provided and reviewed by a health care professional. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
No additional information on the reported event.

Manufacturer narrative:
D10: 157446-m2a-magnum mod hd sz 46mm-405240. Us157852-m2a-magnum pf cup 52odx46id-163480. 11-104110-mlry-hd por fmrl 10x155mm-804030. 139256-m2a-magnum 42-50 tpr insrt std-221910. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.